Event description:
Customer reported getting consecutive positive results in one sars-cov-2 assay run (master lot 294162) on the panther instrument (B)(4). According to the customer, worklist (B)(4) had nine samples that has resulted positive back to back. Samples are not repeats and according to the customer, they do not come from the same person nor the same household.

Manufacturer narrative:
Hologic ts reviewed the logs and found no obvious reagent prep issues. Ts noted that the consecutive samples were all on the same rack indicating possible handling issues. There were some lower positives as well on the rack. Ts advised the customer to clean the sample and reagent preparation areas, the sample racks, sample shield, sample bay area and any touchpoints around the instrument. Ts also noted to the customer that there are low positives in the run and asked the customer to check the ad caps, straws, connections, and fluid lines. Customer was advised to refer to their lab protocols if the samples should be retested and ts informed the customer that the package insert dictates to retest for invalids, not positive samples.